Event description:
The port was placed at another facility. An x-ray was done which showed the catheter had broke off and embolized to the heart. The catheter fragment was snared out.

Manufacturer narrative:
The previous evaluation stated that the complaint of catheter breakage and embolization was inconclusive. It should have stated that the breakage was confirmed and was user-related. The tubing mushroomed at the port stem base due to the tubing being threaded too far onto the port stem. Subsequently application of the cath-lock creates pressure points that may sever the tubing, allowing embolization to occur.